Manufacturer narrative:
(B)(4). It was reported that multiple epidural needles were bent. No samples were returned for evaluation; however, the customer provided a photograph depicting multiple bent needles. Visual, dimensional, and functional inspections could not be performed due to the absence of returned samples. Additional testing was also not conducted for this reason. A device history record (DHR) review was performed, and no manufacturing or quality-related issues were identified. A review of the design history for the associated part number did not identify any material or design changes within the past two years that could be associated with the reported condition. Based on the available information, including the provided photograph, the reported issue could not be confirmed through physical evaluation. The root cause could not be determined due to the absence of returned samples. No corrective or preventive actions were initiated, as the probable cause could not be established. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the epidural procedure the tuohy needle bent. It was necessary to re-position after bone contact. A new device was used. Patient is fine. No clinical consequence, no medical intervention."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the epidural procedure the tuohy needle bent. It was necessary to re-position after bone contact. A new device was used. Patient is fine. No clinical consequence, no medical intervention."